Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose. No blood glucose reading was reported. Troubleshooting was performed. The programming in the insulin pump was correct. The high-pressure and self-tests were completed and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have been caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.